Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. An infusion tubing change was performed and the occlusion alarms continued. The customer's blood glucose levels ranged between 163-210mg/dl. A system check was performed with the current supplies and an air bubble was observed in the infusion tubing and the occlusion alarm was found to be within the infusion tubing. An infusion tubing change was performed and insulin deliveries were resumed.